Event description:
It was reported that a patient experienced recurrent peritonitis coincident with peritoneal dialysis therapy. The patient was treated with injection vancomycin (2g, stat, route not reported) and injection fortum (1g, once a day, route and duration not reported) for peritonitis. The patient was not hospitalized for the event. The cause and outcome were unknown. No additional information is available. This is report 3 of 3.

Manufacturer narrative:
(B)(4). It was reported the patient was recovered (previously unknown) from this peritonitis event. If additional relevant information is received, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter minicap. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).